Event description:
The customer received a blood glucose reading of 112mg/dl on the contour meter, but went to the hospital because of hypoglycemic symptoms. Further details about the incident and treatment were not provided. Customer returned the test strips for evaluation. New meter and strips were sent to him.